Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary: requested the customer to return the device, the customer informed pentax on 17-jan-2024 that they would not return the endoscope. The problem is intermittent and does not seem to be design related, but rather is impacted by the challenging environmental conditions in british columbia (insufficient colon prep and lipid rich contaminants) during colonoscopy. Site specific issues such as water quality are potentially a contributing factor. Improper reprocessing potentially caused image defects due to mucus adhesion during use. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 24-mar-2015 under normal conditions. The endoscope was reworked including stopper replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-mar-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, so many of these have been reported, that this report can serve as an aggregate report for all events reported here from 2023-02-02 until 2023-07-11. All reported event details are similar in description: during colonoscopy the lens became foggy and would not completely clear" "scoping a pt and the colonoscope had a blurry image that wouldn't clear" "when inflating water running. Difficult to see. Patient requires a scope in 1 year instead of 5 because unable to see." "Polyp almost missed while scoping due to blurry vision". This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.